Event description:
It was reported that on two different dates, the lead exhibited oversensing with three episodes of t-wave oversensing (twos). Therefore programming sensitivity was adjusted to 0.45mv and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.